Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a patient with varying amounts of dryness since lasik treatment about four months prior. The patients uncorrected vision is blurry and they are experiencing discomfort. They have tried increasing topical steroids, increased tears and tear ointment at night. Punctal plugs were inserted with planned follow up in a few weeks. Additional information received; the patient was seen in follow up with reports that the dryness is worse. Additional follow up appointments are planned. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments on this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received, the patients dryness is still present and continues to impact her vision. The previously placed punctual plugs were no longer present and a larger size plug was inserted.